Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure for varices performed on (B)(6) 2025. During the procedure, it was noticed that the bander would not deploy any bands. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two speedband superview super 7 devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure for varices performed on (B)(6) 2025. During the procedure, it was noticed that the bander would not deploy any bands. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on july 7,2025. The anatomy location was esophageal varices.

Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on july 7, 2025. Blok h2 (correction) block b5 has been corrected. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.